Event description:
(B) (4). Initial report: this medically important spontaneous case from (B) (6) was reported by a rheumatologist via email to a company rep, and forwarded by our local affiliate (B) (4). This case involves a (B) (6) female pt who received treatment with poly-l-lactic acid on an unspecified date. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed scleroderma. The reporter stated that he wanted to investigate a possible relationship between poly-l-lactic acid and the development of this event. Corrective treatment, if any, was not reported. Event outcome is unk. No further info was provided. Per our affiliate, an attempt was made to contact the reporter, but they had no success. Addendum for follow-up info received on 18-aug-08: a ptc (pharmaceutical technical complaint) has been initiated: (B) (4); (B) (4).

Manufacturer narrative:
MFR's preliminary comments: with the info provided by the reporter, there is no indication of device defect, malfunction, or quality issue. Scleroderma is considered unlisted in the labeling for sculptra. The manufacture sees neither an increased trend in frequency or severity of scleroderma, nor any new safety signals as the result of this report. This report is being submitted to maintain consistency in adverse event reporting across regions.